Manufacturer narrative:
(B)(4). Incorrect product returned; customer returned replacement test strips. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer complaint of hi blood glucose test results. Expected fasting blood glucose test result range is less than 200 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 265 mg/dl and 212 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 12/25/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 123mg/dl (B)(6) 2015 06:59pm, 213mg/dl (B)(6) 2015 06:46pm, 182mg/dl (B)(6) 2015 06:23pm, 342mg/dl (B)(6) 2015 06:08pm, 197mg/dl (B)(6) 2015 05:50pm. Customer concerned with hi (B)(6) 2015 05:21am. Adverse event not reported.